Manufacturer narrative:
(B) (4). The implantable neurostimulator and lead have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Impedances were ok during the 24 hour stimulation trial. However, one day after the implantable neurostimulator was implanted, the pt felt no stimulation. Left-sided impedances were greater than 40,000 ohms. Right-sided impedances were within normal limits. The lead may have been damaged when the trial extension was removed. The hcp was unable to resolve the problem with reprogramming, so the pt was taken to surgery. The lead was not retested with a snap lid connector. The implantable neurostimulator was replaced because the hcp thought there was a bad port. The lead was then replaced due to breakage. Afterward all was well. The pt was happy. The pt recovered without sequela after replacement. Additional info has been requested. A follow-up will be submitted if additional info becomes available.